Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold, wear abrasion, red particles in the surface of the shell and gel. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. A striated edge opening on posterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intra capsular rupture.

Event description:
Pharmacist reported "conflict between tissues and the device discovered via MRI." Physician later reported an intra capsular rupture confirmed via MRI. Pharmacist also reported "a naso-sinusal polyposis and dental granulomas discovered via ultra sound" and "pain on the right ear.. Concluding as a previous acute uveitis" are not device related. Right side. Device explanted and replaced.